Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was a beeping sound from the imaging system after a spin. This report has similar symptoms to 00746021. The site was able to complete 1 spin without problem but the site needed to complete an additional spin and were able to take scout shots but the system would not take a spin. The system also continued to make a beeping sound after attempting. After completing a reboot, the system was able to complete a scan. There was no impact on patient outcome and the issue caused a delay of less than 1 hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0508: beeping from system a110201: unable to take a spin d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, serial/lot #: -, ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. The power supply was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.